Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 5.5; lab: 3.27. "Caller also alleged imprecision with inratio meter. Results as follows:" 5/11: 6.1; 5/13: 2.1; 5/20: 3.0; 5/27: 3.0; 6/10: 4.3; 7/1: 4.4; 7/15: 4.7; 7/29: 5.5; 8/11: 4.3; 8/19: 2.7. Pt target range: 2.5-3.5. He did change coumadin dosage if reading was high. No other medication change. No diet change. No bleeding symptoms.

Manufacturer narrative:
Investigation pending.